Event description:
It was reported that, "infected hip. I was contacted on (B)(6) 2010 regarding a removal of hardware at the vamc. On (B)(6) 2010, I brought the appropriate instruments for the procedure. On (B)(6) 2010, I was present at the vamc for the removal of a #4 accolade tmzf stem, lfit v-40 40mm +4 femoral head, g 40mm 0deg insert and 58 g psl cluster hole shell and two 6.5mmx20mm screws. Once the hardware was removed and an I&d was performed. The surgeon then reamed the acetabulum and femoral canal to the desired levels. The sites were washed out once again before closing. The removal occurred due to an infection in the hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-9-240, lot # 357mne, description: v40 cocr lfit head 40mm/+4, cat # 623-00-40g, lot # ew6mne, description: trident 0 deg insert 40mm. Cat # 6020-0435, lot # unk, description: accolade tmzf hip stem #4, cat # 2030-6520-1, lot # mher1w, description: 6.5 cancellous bone screw 20mm, cat # 2030-6520-1, lot # mhedky, description: 6.5 cancellous bone screw 20mm, cat # 6260-9-140, lot # mhdvrn, description: v40 cocr lfit head 40mm/+0, cat # 6021-0435, lot # 28820404, description: accolade plus tmzf hip stem #4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.